Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that an EKG showed during vf episodes, therapy was not delivered and the hv impedance was 0. It was noted that the impedance was stable during the test. Lead was explanted. Patient condition after the event was fine.

Manufacturer narrative:
External insulation abrasion was found at 51.5-51.8cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 15.0-16.5cm from the electrode tip. The etfe coating was intact at this location.